Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned and the helix was retracted. Resistance and hipot tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. X-rays performed showed there were no anomalies. The lead tip inner coil was deformed, but the helix appeared intact and undamaged. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged post-implant. According to the field representative, due to the patient¿s large stature, the device sank at least 4-5 inches in the patient¿s chest. When the patient moved upright after the implant procedure, along with significant breast movement, the lead slack pulled back with the device and the lead dislodged. The patient experienced some bradycardia, but no syncope or asystole greater than 2 seconds. The lead was successfully explanted and will be returned after being released by hospital pathology.